Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Explanting physician reported unknown side capsular contracture baker grade unknown and rupture. The device status and affected side are unknown.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and rupture. The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: unable to confirm as it is a medical event not related to the device. Rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and rupture. The device has been explanted.

Event description:
Explanting physician reported, capsular contracture. And later reported, rupture. Diagnosed by ultrasound. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening striated assessed, as to surgical damage. Also observed, non-penetrating nicks in the device. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Crease/folding of implant: unable to confirm, as it is a medical event. Not related to the device. Additional observations: no other observation observed, in the device. No further actions are required, as the device was implanted.